Event description:
Three days after treatment with bovine collagen, the pt experienced "black and blue at the area with swelling up to the nose and pus." The physician prescribed oral antibiotics for treatment.